Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that the implant tsvm4b10 fractured. Patient refer pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Supplemental medwatch. Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation attached to an unknown restoration. Visual inspection of the as returned product identified that the implant is fractured at the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 34 (fdi) and used for approximately x years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 64007531. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64007531) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.